Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprosthesis featuring c3 delivery system. A type ii endoleak was identified. The patient was being monitored. On (B)(6) 2016 the type ii endoleak was treated by means of coil embolization of lumbar arteries, bilaterally. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Results code: the review of the manufacturing records verified the lot met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2016 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. A type ii endoleak was identified. The patient was being monitored. On (B)(6) 2016 the type ii endoleak was treated by means of coil embolization of lumbar arteries, bilaterally. The patient tolerated the procedure. Subject: (B)(6); aeid: (B)(6); ae term: type 2 endoleak; onset date: (B)(6) 2015.